Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-7800 fibertape cerclage tensioner and an ar-7801 cerclage tensioner ratcheting handle had an issue, the tensioner was cutting the tape when tensioning. This occurred during use in an unspecified procedure on (B)(6) 2023 with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information via phone: this occurred during a sternal closure procedure. When the tensioner was cutting the tape, all fragments of the tape were removed from the patient. A disposable tensioner was used to complete the procedure successfully. There was no adverse effect to the patient reported and no case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. One unpackaged ar-7801 serial/batch number (B)(6) was received for investigation. Functional testing with the returned mating part ar-7800 batch 052144 and a suture found no issues when the suture was ratcheting; no cut pieces of the suture were observed after inspecting. However, it was found resistant when the handle ratchet was attempted to set on the gear. Visual evaluation observed signs of wear and tear.